Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "overinfusion" customer statement: "staff suspect this pump is pinging and bolusing medication into patient. Patient was on a pressor and bp kept swinging upwards. Pump changed to another one and problem resolved. Staff mentioned that this problem occurred before with a pump. ICU staff logged this issue with clinical engineering in the hospital. Reporter advised that another report was filled in and if he can get a copy he will provide further clarification of the issue if it is recorded. Reporter added that the pump is due a pm service. The pump will be returned for investigation."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space; 2.2 article number: 8713050; 2.3 serial number/batch: (B)(6); 2.4 software version: n030005; 2.5 hours of operation: 9426 hours; 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files from (B)(6) 2023 to (B)(6) 2023 (specified date of the incident, given from the customer, were investigated. At (B)(6) 2023 03:12 am a space line neutrapur was inserted. The drug nor-adr was selected. The infusion was started at 03:13 am. Between (B)(6) 2023 03:12 am and (B)(6) 2023 16:58 pm the infusion was started and stopped two time (reason for that could not be clarified). Until 16:58 pm the device has delivered 56,99 ml (actual volume infused). In addition, no more anomalies could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The p2-connector shows oxidized contacts. Furthermore, the device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,64%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside, the device was disassembled completely. No damage or soiling could be found. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complained malfunction could neither be reproduced nor detected in the history files. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.